Manufacturer narrative:
Date rec'd by MFR: 10jul2019. Date of report: 07aug2019. Further information has been received from the customer that the ventilator's touchscreen was functional at the time that the navigation ring malfunction was identified. As per the medical device reporting determination standard operating procedure a navigation ring malfunction is not an MDR reportable event if the touchscreen is functioning as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28june2019. Device evaluation/resolution.

Event description:
The customer reported that the ventilator's navigation ring malfunctioned. There was no patient or user involvement.